Event description:
A malfunction alarm labeled malf 24 was reported, and it was confirmed that no notable events occurred prior. Customer's blood glucose did not exceed 500 mg/dl, indicating no adverse impact. The technical support team decided to replace the malfunctioning pump as it couldn¿t be reset and provided instructions for putting the pump into storage mode. The customer was to use multiple daily injections as a backup and was notified of the steps to take once the new pump arrived. The replacement pump was sent without requiring a delivery signature, and the customer was instructed to return the problematic pump within 10 days using the provided return box and prepaid label.